Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burning smell (smell too strong) and headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected internally and externally observed that the ui (user interface) bezel was not seated correctly due to the center enclosure not being seated correctly. The water tank was not returned with the device. Evidence of liquid spots observed on the iso port (international organization for standardization), blower motor, and heater plate. A dust like contaminate along with hairlike fibers on the ui bezel, top, center and bottom enclosure, blower motor, ultra fine filters, iso port, blower box, and the heater plate. There was no odor observed by manufacturer. The blower box was cracked where you insert the screw to hold the blower box to the bottom enclosure. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint of a burning odor and also unable to directly address the symptoms specified.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged burning smell (smell too strong) and headache. This notification was opened for review for information received that a burning smell (smell too strong) and headache. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.